Event description:
It was reported that after inserting the lead into the brain and attaching the support clip of the burr hole device, an attempt was made to remove the stylet, however, removal became difficult. A load was applied to the lead during removal. Factors that led to the issue was due to because the procedure was to replace the lead, the physician marked the lead with a suture in order to match the insertion depth with the lead that was initially inserted. Diagnostics/troubleshooting performed included temporarily releasing the fixation mechanism of the support clip and and confirm whether it can be removed. Even then, the removal could not be done smoothly, but eventually was removed. After removal, impedance was measured to check for lead damage. The impedance showed a normal value, so it was resolved as there were no problems. The issue was resolved. The physician pointed out the thickness of the stylet and the narrowness of the stylet insertion space, but the stylet of the other side was removed without any problems in the same environment. Furthermore, since removal was possible without any problems in one past case, it is believe that the stylet removal became difficult due to the knotting. No symptoms reported. Additional information was received from a manufacturer representative (rep) reporting that a different manufacturer's frame and cannula was used during the procedure. They clarified that in the normal lead implantati on procedure, the depth stop (similar to the depth stop adapter) included in the frame was used, but the thread was used only in the reported procedure. It was thought that the thread fixing period was about 15 minutes. Regarding the burr hole device (bhd), it is unknown if the bhd was installed on a countersink. The bhd site was cleaned of bone chips and other debris. A centering tool was used to install the bhd. The implant lead was situated near the center of the clip. The support clip was closed and locked when the surgeon attempted to remove the stylet. Regarding the lead, they stated that the lead looked normal and was not soaked in liquids such as saline prior to the implant. The tip of the lead was implanted at the globus pallidus (gpi). The lead did not appear bowed before the surgeon attempted to remove the stylet. The surgeon held the lead near the handle of the lead's stylet (near the electrodes outside the patient's body) while attempting to remove the stylet. The surgeon attempted to remove the stylet after closing the support clip and fixing the lead. Regarding the stylet, immediately before removal, the stylet felt difficult to remove. It seemed that co nsiderable force was required even during the removal. After the stylet was removed, there was no particular change to the stylet's appearance and it did not look bent. The surgeon has performed three sensight procedures. It was easy to remove the stylet in the first procedure. This was the surgeon's second sensight procedure in this report. In addition, the contralateral lead of the reported case (the depth stop used a similar depth stop adapter) was removed without any problem.

Manufacturer narrative:
Continuation of d10: product ID b3301533 lot# serial# va2cvxbv07 implanted: 2021-11-26 explanted: product type lead product ID b3301533 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301533, serial/lot #: (B)(6), ubd: 23-mar-2023, UDI#: (B)(4); product ID: b3301533, serial/lot #: va2cvxbv09, ubd: 23-mar-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.